Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on the dimension exl 200 instrument. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc evaluated the information provided and the instrument data files which indicated abnormal sample aspiration. Review of the data files did not indicate any instrument issues during the time of testing for instrument (B)(4). No other samples processed on instrument (B)(4) appeared to have been affected. The cause of the event is unknown. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl 200 instrument. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed the same day on an alternate dimension instrument and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated troponin I result.